Event description:
Information received from the field does not address the patient's clinical status but notes that during a follow-up, the device was in back-up vvi mode. A software download successfully restored the device, but the measured battery data post download was 2.57 v, 48 ua, 2.7 kohms. The device was subsequently replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received